Manufacturer narrative:
Prior to the ipg sustaining handling damage during repositioning, there are no indications of any device failure or malfunction. Troubleshooting in the field determined that the initial placement of the ipg was beyond the recommended depth and that was the cause of the issues reported by the patient.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat knee pain. The implantable pulse generator (ipg) was placed in the anterior thigh with the leads targeting the genicular nerves. After activating the system it was discovered that the implantable pulse generator (ipg) was placed beyond the recommended depth and thus was not able to consistently maintain communication with the external therapy discs. On (B)(6) 2025 a surgical revision was performed to reposition the ipg. During the procedure, the existing ipg sustained handling damage and required replacement.